Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump received with no battery installed. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window. Data analysis: (B)(6) 2016 daily insulin total =127.500u, (B)(6) 2016 daily insulin total = 102.450u, (B)(6) 2016 daily insulin total = 131.200u, (B)(6) 2016 daily insulin total = 112.300u, (B)(6) 2016 daily insulin total = 119.550u, (B)(6) 16 daily insulin total = 124.700u and (B)(6) 16 daily insulin total = 75.200u.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer passed away at home on (B)(6) 2016. Customer passed away in his sleep and it was believed it was due to natural causes. Customer's blood glucose at time of death was 212 mg/dl. Customer's cause of death was possibly natural causes, but caller did not yet have death certificate. Customer also had kidney decease. Reason for insulin pump removal was unknown. Customer was wearing insulin pump at the time of death. Customer was not wearing sensor at the time of death. Insulin pump will be returned.

Manufacturer narrative:
The insulin pump passed delivery volume accuracy test.